Event description:
Two 17mm amplatzer septal occluders (aso) were attempted but both deformed cobra-shaped upon deployment and were removed. An 18mm aso was then placed and released from the delivery cable; however, the aso obstructed the right upper pulmonary vein and the aso was percutaneously snared with no complications. A 16mm aso was then successfully placed.

Manufacturer narrative:
The 18mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 8f loader and deployed and retracted without difficulty or deformation, under non-physiological conditions.the device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.